Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this right atrial (ra) lead was explanted and replaced after it dislodged. Another ra lead was successfully implanted with no adverse patient effects. The lead previously had been successfully revised one month after implant after exhibiting small p-wave measurements and a chest x-ray showed the slack in the lead had been taken up.